Event description:
During a procedure, the da vinci system faulted and could not be restarted. No pt harm was reported. The procedure was converted to traditional laparoscopic surgical techniques to finish the surgery.